Event description:
The patient sought medical attention at the emergency room (ER) on (B)(6) 2025 due to a communication error with her omnipod product, which led to high blood glucose (bg) levels. She experienced symptoms such as high bg, nausea, diarrhea, and vomiting. The patient was diagnosed with diabetic ketoacidosis (dka) and dehydration. She received treatment including saline intravenous (IV), blood tests, and insulin humalog through IV. The visit lasted 4 to 5 hours, and she was discharged the same day. The patient reported that her dexcom g7 alarm indicated bg levels above 400 mg/dl, and a finger prick test showed 561 mg/dl. Despite changing the pod, her condition worsened, leading her to call 911. Emergency services recorded a bg level of 514 mg/dl, and the ER nurse recorded 506 mg/dl. The pod was discarded after 30 minutes of use due to the communication error. The pod was worn less than 1 hour on the infusion site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: unspecified. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.